Event description:
It was reported that during a bypass procedure, there was a breaking of the staple line. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge. The following information was requested, but unavailable: please clarify what is meant by ¿breaking of the staple line¿. Did the device deliver a complete staple line? If yes, were the staples formed properly? Did the device cut? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? If yes, how was the device removed from the tissue? Was there any damage to the tissue? The analysis results showed that seven cartridge were received for analysis. Cartridge (a) was received fully fired and with the cartridge deck damaged. Cartridge (b, c, d, e) were received fully fired and in good visual conditions. Cartridge (f, g) were received fully fired and in good visual conditions. The found damage on the cartridge deck (a) is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedges pushing the driver to continue its run. If enough force is applied to the firing trigger the wedges can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The batch record was reviewed and no anomalies were noted during the manufacturing process.